Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that the customer had high blood glucose level. The customer¿s blood glucose level was 600 mg/dl. The customer had high and low blood glucose level and ketones and customer¿s mother declined troubleshooting for blood glucose level and said she will change the site. The insulin pump will not be returned for analysis.